Event description:
Customer reported a collimator iris error. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and ordered a replacement ffb pcb. It is anticipated that replacement of the ffb will restore the system to operating as intended.